Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: on 2-oct-2015, a medtronic representative went to the site to test the equipment and found the motor battery charger had leaking capacitors at several outputs. Noted that inverter 1 pcb was warping, and inverter 2 had capacitor leakage at several outputs. Upon installing replacement parts, measurements confirmed all outputs were within acceptable values. The imaging system then passed the system checkout and was found to be fully functional. The following parts were returned to the manufacturer with functional problems that directly caused the reported event: the battery charger 1 (pcba) was returned to the manufacturer for evaluation and an electrical failure was found. Inverter 1 was found to be warped. Charger board was noticeably warped and bent, and exhibited several leaky capacitors. Board was bench tested with fixture and all outputs and indicators were as expected. Board was installed on a similar imaging system and functioned as expected for 5 days. The battery charger 2 (pcba) was returned to the manufacturer for evaluation and an electrical failure was found. Inverter 2 was found to be warped. Charger board was slightly warped and bent, and exhibited several leaky capacitors. Board was bench tested with fixture and all outputs and indicators were as expected. Board was installed on a similar imaging system and functioned as expected for 5 days. The following parts were returned to the manufacturer for analysis; however, these parts did not cause the reported event and/or no functional problem was found: the motor battery charger pcba was returned to the manufacturer for evaluation; however, unable to confirm the reported issue. Motor battery charger pcb passed bench level output testing. Pcb was installed on a similar imaging system and functioned as expected. No revving was observed on test fixture, or in system. Visual bench testing did note leaking caps and a warped pcb. No functional problem found. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system's motor battery charger was not working as expected; the power supply was cycling. There was no patient present when this issue was identified.